Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the stimulation output issue was determined to be a broken lead and that a lead replacement is scheduled for august of 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient fell onto their son's toy box about 2 weeks ago but they noted that they started having issues a month ago- it hasn't been determined with certainty what the cause of the issue was. The patient tried standing vs sitting and using different amplitudes and pulse width/rates. The issue was not resolved and the patient had an appointment in june to talk to their healthcare provider about a full system replacement. No further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient was scheduled for a lead revision on friday (B)(6) 2019. Compatibility information was reviewed.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that another lead was placed in the epidural space. The plug was removed from the other side 8-15 and the new lead was placed into that side. The previous lead that was in question is still implanted and not in use. The impedance issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wanted to contact a representative because their stimulator wasn't working- they clarified that their stimulator was charged but they couldn't feel stimulation. The patient stated that the stimulation was making their arm hurt more than helping it. They turned stimulation off for about a week and a half and when the patient tried turning it on and changing the settings it still didn't help. Additional information was reported that the patient's impedances were tested at 0.7v, and all contact pairs showed >10k ohms. The rep increased to 1.5v, and all contacts show >20k ohms except electrode 2 and 3. Reference 0 2: 15471 ohms 3: 15627 ohms the rep then tested impedances at 3v and all contact pairs were showing >40k ohms except 2 and 3 reference 0 2: 15471 ohms 3: 15627 ohm; reference 2 3: 885 ohms electrode 1, 4, 5, and 7>40k ohms 0: 13759 ohms 6: >40k ohms; reference 3 2: 885 ohms 0: 14006 ohms. The caller stated the patient did not fall or had any trauma. No further information was reported.